Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was reported 524mg/dl. Customer administered a manual injection to address bg level. Reportedly, the customer addressed the events by loading a new cartridge and resuming insulin delivery.